Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. The customer's blood glucose (bg) was 114 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source for an extended period of time.